Event description:
It was reported that atrial lead dislodgement was identified via interrogation several years ago and there were no issues for the patient. The lead was capped and replaced during a routine pulse generator change out procedure. The patient was fine post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.